Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. It was reported that the pump would not be returned for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2017 after over 3.5 years of support. The cause of death was reported to be unknown. The vad coordinator reported that the patient expired at a small hospital and the implanting center clinicians were not able to obtain any additional information. A review of the manufacturer''s records for this patient found that there were no other reported adverse events during the duration of lvad support. No additional information was provided.

Manufacturer narrative:
A cause for the reported event and a correlation to the device could not be conclusively determined through this evaluation. The pump was not returned for evaluation. No log files from the time of the reported event were available for analysis. A review of the manufacturer's records for this patient found that there were no other reported adverse events during the duration of lvad support. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.